Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that there was an issue with the keypad. No patient involvement was noted.

Event description:
It was reported that there was an issue with the keypad. No patient involvement was noted.

Manufacturer narrative:
The customer reported problem was confirmed. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the keypad - unresponsive key. A review of the device history record for (B)(6) was performed from date of manufacture 02/14/2019 to present date 10/26/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.